Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value was 382 mg/dl at the time of the event and was treated with the manual injection and by visiting emergency services.  Customer reported insulin flow block alarm. Troubleshooting was performed. Customer was using pump within 48 hours prior to event and auto mode feature was active at the time of the event. The customer discontinued the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm in the formatted history file for the event date (B)(6) 2023. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date (B)(6) 2023. (B)(6) 2023 07:59:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 08:05:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 08:06:00.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 08:07:01.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 08:08:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 08:14:52.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 08:18:54.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 08:40:19.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 09:21:29.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 21:55:42.000 alarm alert notification fault number = no delivery (7) during bolus delivery. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Sensor error alert was recorded and found in the formatted history file on: (B)(6) 2023 21:28:44.000 (B)(6) 2023 22:03:51.000 02/24/2023 22:38:42.000 sg calibration error was recorded and found in the formatted history file on: (B)(6) 2023 20:02:33.000 change sensor 1 alert was recorded and found in the formatted history file on: (B)(6) 2023 23:03:37.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor error alert, sg calibration error, change sensor 1 alert or sensor anomalies noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S.w version 4.11e retainer ring = black case type = ngp . Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and visit to emergency room for high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm in the formatted history file for the event date (B)(6) 2023. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date (B)(6) 2023. (B)(6) 2023 07:59:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 08:05:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 08:06:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 08:07:01.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 08:08:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 08:14:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 08:18:54.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 08:40:19.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 09:21:29.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 21:55:42.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Sensor error alert was recorded and found in the formatted history file on: (B)(6) 2023 21:28:44.000 (B)(6) 2023 22:03:51.000 (B)(6) 2023 22:38:42.000 sg calibration error was recorded and found in the formatted history file on: (B)(6) 2023 20:02:33.000 change sensor 1 alert was recorded and found in the formatted history file on: (B)(6) 2023 23:03:37.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor error alert, sg calibration error, change sensor 1 alert or sensor anomalies noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.